Event description:
It was reported, the patient was not satisfied with their surgical outcome after their battery change. It was stated, the patient¿s device did not seem to be working and they had it set at the maximum settings. It was noted the patient¿s last device was set at #5 and worked well. It was later reported, the patient was getting great therapy.

Manufacturer narrative:
Product ID 3093-28, lot# v759963, implanted: 2012 (B)(6); product type lead. (B)(4).